Manufacturer narrative:
Evaluation of the returned sepd confirmed that the tip distal to the bulb was fractured off the delivery wire. If the sepd is repeatedly manipulated through tough clot, the distal tip may become fatigued and damage such as a fracture may occur. The fractured distal tip was not returned for evaluation. Penumbra separators are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left groin dialysis fistula graft using an indigo system separator d (sepd), an indigo system catheter 7d (cat7d), a non-penumbra sheath (7f), and a non-penumbra balloon device. During the procedure, the physician advanced the cat7d to the target location and completed one pass. It was reported that the cat7d was removed and flushed after each pass due to clogging. The physician then advanced a sepd through the cat7d to remove the thrombus. It was noted the sepd was advanced approximately sixty times per minute. The cat7d and sepd were removed from the patient. After the removal of the sepd, the physician noticed that the wire distal to the bulb was missing. A fluoroscopy was performed and confirmed the wire distal to the bulb was within the fistula graft. Therefore, a balloon device was inflated within the graft and a contrast run revealed that the wire distal to the bulb of the sepd was adhered to the graft wall. The physician was satisfied with the results and decided to complete the procedure at this point. There was no report of an adverse effect to the patient.